Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage as well as blank display as well as stuck button alarm. Customer¿s blood glucose was unknown. The customer declined troubleshooting for serial number sticker and blank display. Customer states the screen was black and could not get anything and then it had stuck button then that went away and insulin pump was black again and beeps occasionally and vibrates and the red notification light was there. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with case cracked behind device near battery compartment, case cracked behind pump at corner of belt clips rails and cracked battery tube threads. Blank display and keypad unresponsive or button error alarm not found during testing. Device passed the self test, sleep current measurement, active current measurement and the displacement test.